Manufacturer narrative:
The user reported an allergic reaction to mold. Event happened on (B)(6) 2025 at around 11 am. According to the user, they had an allergic reaction to mold spores since they are allergic to mold. User mentioned that they noticed quickly and went to urgent care and have symptoms of itchiness, and they were a little bit drowsy as a reaction. The user received medication as treatment at the hospital and doesn't remember what was prescribed as medication.

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction to mold. Event happened on (B)(6) 2025 at around 11 am. According to the user, they had an allergic reaction to mold spores since they are allergic to mold. User mentioned that they noticed quickly and went to urgent care and have symptoms of itchiness, and they were a little bit drowsy as a reaction. The user received medication as treatment at the hospital and doesn't remember what was prescribed as medication.